Event description:
A broken and leaking dacapo powerpack was received at service and repair. Currently no contact with electrolyte fluid nor injuries due to contact with this fluid have been reported.

Manufacturer narrative:
The returned device was visually inspected upon arrival. A mechanically damaged housing was observed. The observed damage did not allow electrical testing to be conducted. The damage to the battery housing was clearly the reason for the malfunction of the device returned by the end-user. It is very likely, that bulging of the housing caused the observed damage and indicates that the device was not refreshed/used for a long period of time. This is a final report.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A broken and leaking dacapo powerpack was received at service _ repair. The device was reported to be a loaner device and had no contact with any patient. Currently no contact with electrolyte fluid nor injuries due to contact with this fluid have been reported.